Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 496 mg/dl, diabetic ketoacidosis and high ketone levels identified as dangerous by healthcare provider. Bg was treated with intravenous insulin and saline. Tandem technical support (cts) conducted a pump system check and confirmed the pump was functioning as intended. Multiple attempts were made by cts to obtain release date; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.